Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass. Device received with cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the missing segment part of display was black. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.